Event description:
I have allergan saline breast implants. I believe I am sick from them. I implanted on (B)(6) 2009. Two years in, problems with breast pain in right breast. Three years in, sent to ER anaphylaxis. Severe hives and allergic reactions. Acute joint pain, insomnia, unexplained weight gain, horrible periods. Breast pain has continued for 7 years. A little over two years ago, I had huge tumors on my thyroid and had to have a thyroidectomy. My immune system gets worse by the day. I now have hashimotos disease, extreme brain fog, vertigo, joint pain, inflammation, heart palpitations, horrible periods, insomnia, hair loss, extreme fatigue, back pain, breast pain, and anxiety. I have scheduled and explant for (B)(6) 2019. I am sick of being a medical guinea pig and I want my life back.